Manufacturer narrative:
The device was received and evaluation was completed. The device has been serviced within the last 12 months, the current reported problem does appear as a repeat symptom within the past 12 months and the force sensor was replaced during the previous service. Review of the prior service record indicates that all service actions were completed during the prior return. The event history log review was completed and did not note any events that indicated and/or contributed to the system error 345. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The system error 345 was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.